Manufacturer narrative:
(B)(4). This is a report of use error, where the caregiver disconnected a solution bag while the patient was connected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. The guide also instructs the patient to properly disconnect themselves prior to disconnecting the bags from the setup. The guide advises the patient to follow the end therapy early procedure if a bag is disconnected during therapy and advises the patient to use aseptic technique. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the caregiver disconnected a solution bag while the patient was connected to the set-up and performing a manual drain at the end of peritoneal dialysis therapy on the homechoice. The technical services representative reviewed proper procedures with the caregiver. There was no patient injury or medical intervention reported. No additional information is available.